Event description:
It has been reported that there was a boot up failure on the allura xper fd20 system. The system was not in clinical use and no harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device failed to start. Further the fse checked all monitors were black screen when system booted, the host pc motherboard battery had no power, and the disk box was defective. To resolve this issue, the fse replaced battery, and connected disk to motherboard directly. After the replacement, the system was returned to use in good working order.